Event description:
It was reported that during an laparoscopic resection of the tail body of pancreas, after the first firing, it was found that the one third of the acral staples were malformed. Pancreatic fluid leak occurred after the operation. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning. Several attempts have been made to obtain additional information. No response has been received to date.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.